Manufacturer narrative:
This follow-up report is being sent to correct the manufacturer information. The old report number was 3010157426-2015-00131. A spacelabs field service engineer (fse) was dispatched to the site to inspect the anesthesia device. The fse performed ventilator checks as outlined in the service manual as well as ran the automated checkouts which checks for leaks. No trouble was found. The device performed to specifications. The device logs did register a leak at the reported event. Fse testing was performed with a new patient circuit since the customer elected to discard the involved patient circuit (which may have been the source of a leak). Consequently, root cause could not be determined. This supplemental report is considered final and the issue closed.

Manufacturer narrative:
A spacelabs field service engineer (fse) was dispatched to the site to inspect the anesthesia device. The fse performed ventilator checks as outlined in the service manual as well as ran the automated checkouts which checks for leaks. No trouble was found. The device performed to specifications. The device logs did register a leak at the reported event. Fse testing was performed with a new patient circuit since the customer elected to discard the involved patient circuit (which may have been the source of a leak). Consequently, root cause could not be determined. This supplemental report is considered final and the issue closed. This report is being generated at the direction of FDA because of supplemental reports received, with this manufacturer report number, and no record of an initial report.  This manufacturer report is submitted to correct a previous report, 3010157426-2014-00131, that mistakenly identified the manufacturer report number; at FDA form 3500a top of page 1 and mistakenly identified the manufacturer by listing the manufacture¿s affiliate entity.

Event description:
Spacelabs received a report that on june 5, 2015 an arkon anesthesia machine developed a leak while in use which caused the clinician to go to bag mode ventilation to continue the case. No one was injured as a result of this event.